Event description:
Reporter indicated a vns therapy pt felt a sensation that the leads may have moved more towards the midline. The pt did not experience "trauma, accident, or manipulation." The pt "thinks she can still feel some stimulation, but just feels that her voice is rougher than before." X-rays were reviewed by the physician, which revealed nothing "out of the ordinary or any evidence of movement." However, both system and normal diagnostic test yielded high lead impedance. The pt's vns was not deactivated. Copies of the x-rays were reviewed by the manufacturer and no abnormalities were note that could have caused or contributed to the high impedance. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.